Manufacturer narrative:
Tech found that one of the screws that secures the head strap to the head section was loose. He tightened this screw and the head drive functioned properly. The bed was found in labor and delivery empty and there were no alleged injuries.

Event description:
Tech alleged that the head section could not be lowered the last 10 degrees of travel.